Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was determined the cause of the reported issue was due to a damaged connecting tab from the analog pcb assembly to an internal hybrid layer capacitor (hlc) battery, designator bt3. This caused an intermittent connection which prohibited the device from staying powered on to deliver defibrillation energy a second time during testing. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was showing a charge-pak and attention icon. There was no patient use associated with this event. Upon evaluation, physio observed the device had powered off following a second delivery of defibrillation energy during physio testing.